Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the sram. The system was tested and operates as intended.